Manufacturer narrative:
A field service engineer (fse) evaluated the device and confirmed than an obstructed probe wash collar contributed to leakage during the cleaning of the aspiration probe. The fse resolved the leak by clearing the blockage from the wash collar which was caused by debris from piercing the specimen stoppers. (B)(6).

Event description:
A customer reported a contained leak from the aspiration probe of a unicel dxh 800 coulter cellular analysis system. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat when the leak was noticed; there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated and there was no change to patient treatment.